Event description:
It was reported that the patient's device was ineffective. The device was removed prior to a spinal fusion. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-45, (B)(4), implanted: (B)(6) 2011, explanted: unknown, lead model 3778-45, (B)(4), implanted: (B)(6) 2011, explanted: unknown, extension model 3708140, (B)(4), implanted: (B)(6) 2011, explanted: unknown, extension model 3708140, (B)(4), implanted: (B)(6) 2011, explanted: unknown, programmer model 37743, (B)(4), accessory model 37752, (B)(4), analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.

Manufacturer narrative:
Analysis of neurostimulator model 37713 serial# (B)(4) found no anomaly. The last recorded recharge session occurred on (B)(6) 2011. The trace report showed no patient usage after the recharge session. The battery discharged to lock out mode on (B)(6)2011. The neurostimulator was recharged for analysis and had full coupling with a 1cm spacer between the antenna and the neurostimulator. There was good stable output on all electrodes referenced to one electrode. The device passed the automated test console. Analysis of the leads model 3778-45 lot# v659599026 and # v659599029 found no significant anomaly. The leads had been segmented (body insulation and conductors had been cut) and only the proximal segment of each was returned. Continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.